Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was confirmed due to the finding of a missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - additional information g3: date received by manufacturer- additional information h2: additional information / device evaluation h3: device evaluated by manufacturer - additional information h6: adverse event problem component codes ¿ additional information

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.